Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis: l4/5 l5/s1 listhesis and stenosis procedure: minimally invasive spine surgery (mis) and transforaminal lumbar interbody fusion (tlif) it was reported that, intra-op, posterior part of the peek hinge broke when tried to implant as per surgical technique. It was immediately replaced. No fragments of the broken products remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual review of the implant confirmed the ears/tabs of the spacer are broken off and not returned for analysis. Visual review also revealed a crack on one side of the implant where the tab broke. Optical inspection did not reveal any signs that could contribute to failure. It appears the tabs of the implant broke from overloading the implants height. If information is provided in the future, a supplemental report will be issued.